Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03740. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available. Rationale: DHR review has determined that manufacturing completed all steps correctly. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the investigation performed, there is no indication of an escape from manufacturing. Conclusion: the report event of high impedance was not confirmed. As received, the returned mn20450-50a lead (a) worked and passed all test. The cause of the reported event remains unknown.